Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on thec13/lcd isolation tape noted. Pump passed the a21 error test. No a21alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 40 mg/dl. The insulin pump will be replaced. Nothing further reported.